Event description:
It was reported that the gastrointestinal videoscope had no image. The reported issue occurred during set up and there were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the customer's reported issue was confirmed. Additionally, it was discovered that the image experienced a blackout and whiteout. Based on the results of the investigation, a definitive root cause could not be identified but the issue likely occurred due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.